Event description:
Medtronic received information regarding a navigation system being used during a tumorectomy procedure. It was reported that the connection with the cranial frame was unstable even when the cable was plugged in. A spare frame was used instead. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. The suspected cause of the issue was unknown.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: b5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was suspected the cause to be either a broken wire/a partial broken wire. Then upon inspection, it was also found that the recognition failure was due to broken wire.

Manufacturer narrative:
H2: please see section d9 for when the device was available for evaluation. H2: the cranial frame was returned to the manufacturer for evaluation. The reported problem was confirmed. The probe was connected to a test system which indicated the number 3 light emitting diode (led) was not firing (lighting up). An electrical failure mode was identified. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.